Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump experienced compression of tubing. Tubing was compressed so tightly within baxter pump it resulted in significate air bubble formation. There was no known patient injury or medical intervention associated with this event. Tubing was severely compromised and pump was nonfunctional. The problem was found in the outpatient oncology. No additional information is available.